Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the pump is causing her to experience low blood glucose readings. Patient alleges incorrect pump delivery. Patient is using u500 insulin in the pump. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.